Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that foreign material was visually observed within the ultraflux dialyzer during a patient¿s continuous renal replacement therapy (crrt) that resulted in blood loss. The foreign material was visually observed by the staff and described as a white substance. Treatment was initiated with a multifiltrate pro kit hdf 600 with the multifiltrate pro machine. A balancing alarm occurred between 12 and 24 hours of use for approximately one hour and the kit was changed. Upon restarting treatment the nurse visually observed floating white strips. The kit was replaced to resolve the reported issue. Treatment was temporarily stopped in order to address this issue with the foreign material and the patient¿s blood could not be reinfused. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. It was noted that the priming process was completed. There was a filter present inside the bubble catcher (venous chamber). Foreign substances were not noted within the patient¿s blood passing through the arterial line. Bloodwork completed post-treatment did not indicate abnormal lipid levels or any other specific problem that would contribute to this issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that foreign material was visually observed within the ultraflux dialyzer during a patient¿s continuous renal replacement therapy (crrt) that resulted in blood loss. The foreign material was visually observed by the staff and described as a white substance. Treatment was initiated with a multifiltrate pro kit hdf 600 with the multifiltrate pro machine. A balancing alarm occurred between 12 and 24 hours of use for approximately one hour and the kit was changed. Upon restarting treatment the nurse visually observed floating white strips. The kit was replaced to resolve the reported issue. Treatment was temporarily stopped in order to address this issue with the foreign material and the patient¿s blood could not be reinfused. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. It was noted that the priming process was completed. There was a filter present inside the bubble catcher (venous chamber). Foreign substances were not noted within the patient¿s blood passing through the arterial line. Bloodwork completed post-treatment did not indicate abnormal lipid levels or any other specific problem that would contribute to this issue. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: one used sample was received from the customer for physical evaluation. Visual examination of the sample did not confirm the reported failure. The reported problem is not confirmed. A review of the batch records was performed. (B)(4) products have originated from the lot that were inspected according to protocol and were found conforming to specification. No indication for any relationship with the reported failure mode has been found during the review. The production takes place under a well-controlled environment conditions, therefore it is assumed not to be a foreign particle and any residual of assembly should not impose any chemical/physical harm to the patient. Furthermore, the contamination is on the dialysate side and the filter is sterilized by steam; the membrane acts as a sterile and endotoxine barrier.